Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was a sound of electrical short coming from the switch button on the merlin programmer.